Event description:
A customer reported the swivel mechanism of their epiq elite ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer replaced the solenoid to resolve the customers immediate concerns. The solenoid was inadvertently discarded, so a more thorough evaluation of the suspect part was not able to be performed. Following the replacement of the solenoid at the customer site, the system has returned to service with no similar issues reported.